Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed red, swollen, and itchy hives that broke open and began to weep. The patient confirmed having an allergy to nickel and had a sensation of not being able to breathe. There was no alleged device malfunction contributing to the irritation. The patient applied cortisone cream to the skin irritation. The medical outcome of the rash is unknown as follow up attempts were unsuccessful.